Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and the device evaluation found a black rubber-like obstruction in the air/water nozzle. In addition to the reportable malfunction, the following were noted: the angulation in the upward/downward and left/right directions was not to specification; the air and water channel volumes were insufficient due to the blockage; the water removal ability was not to specification. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process; however, the customer has been trained by olympus to reprocess the device in accordance with the instructions for use (IFU). The customer did not report any deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided

Event description:
The olympus loaner evis lucera elite colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a black rubber-like obstruction was identified in the air/water nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.